Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional log files were sent on (B)(6) 2025. The patient recently had a new episode of transient power elevation, but at this time it was asymptomatic. That was about a week ago. They otherwise remained clinically well and with a lactate dehydrogenase (ldh) at baseline. They patient was seen in the clinic on (B)(6) 2025. Pump flows had slightly decreased to an average of 3.5 l/min, and a drop in diastolic flow velocity in the outflow cannula on was noticed on the echocardiogram. It was opted not to perform a full ramp study at this time with concerns for thrombi dislodgement. It was decided to slightly increase pump speed from 9000 to 9200 rpm with a hope to increase pump flows to prevent thrombus progression. This was done after the present log file was obtained. Alternatives for a definite treatment for the patient were being discussed. A change in the vad numbers in the morning (B)(6) 2025 was noted in the log file with powers in the 4-5w range and corresponding flows in 3-4 lpm range. The vad parameters had remained unchanged since the (B)(6) 2025. It was noted that higher pump powers and estimated flow values were expected with a speed of 9000 rpm. 4w for pump powers would be on the low end of normal, with corresponding flows being around 4-5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported elevations in pump power and pump flow. Based on previous complaint experience, the log file findings appeared consistent with a foreign material, such as thrombus, being ingested into the pump and passing through the device; however, a specific cause for the log file findings could not be conclusively determined though this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained events and data from 27sep2025 through 27oct2025 and 07nov2025 through 08nov2025. On 21oct2025 through 22oct2025, elevations in pump power and flow up to 12.1 watts and 12.0 liters per minute (lpm), respectively, were captured with pulsatility index dropping to as low as 2.3. Following 22oct2025, pump power, flow and pi values appeared to return to baseline levels until 07nov2025 and 08nov2025 when transient elevations in pump power and flow were captured up to . A specific cause for these elevations cannot be conclusively determined through this evaluation. No other notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of this document, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Section1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Follow up log files were submitted on (B)(6) 2025. The patient remained clinically well and ldh had returned to baseline at upper limits of normal (uln). The pump flows appeared to be lower than previous to the present episode, when flows were normal at 4-5l/min. The log file noted a few unsustained power/flow elevations on (B)(6) 2025 and (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an abrupt onset of significant and sustained power elevation, followed by hypotension and signs of hypoperfusion. The patient was being screened for pump thrombosis and waiting for a computed tomography angiography (cta) as a bedside echocardiogram suggested a potentially obstructive thrombus in her inflow cannula. There were no major signs of hemolysis at this time. Anticoagulation has been therapeutic. The log files captured mainly routine events up until this morning on (B)(6) 2025 when pump powers started trending upward from baseline of 4-5w . Pump powers were noted to be as high as 10.6w. Pulsatility index (pi) values appeared to be on a downward trend as well. Imaging had been inconclusive so far and it was believed that the thrombus may be inside the pump at this point. The patient was a bit better clinically, but power remains elevated. They were being monitored for hemolysis, and their anticoagulation was enhanced. On (B)(6) 2025 it was noted that the patient was clinically improved, and their vad power has gradually declined but not yet to usual baseline. They had not developed clinical hemolysis and lactate dehydrogenase (ldh) had only slightly increased to 1.5 x uln (baseline at uln), then returned to baseline. The patient was maintained on enhanced anticoagulation and close monitoring. The log file captured two power and flow elevations on (B)(6) 2025 at 22:25 associated with a pi events. The log parameter started to normalize from (B)(6) 2025 0:01 to the end of the log file at 15:02. Power was ranging from 4.3 to 7.3w, flow 3.2 to 10.2lpm and pi 2.3 to 6.2. Otherwise, there were no other notable alarm conditions or parameter changes. The vad was functioning as intended. Additional log files were sent on (B)(6) 2025 when the vad parameters appeared to have normalized. The patient was clinically well and has not presented any further lab abnormalities. Options were to be discussed for the patient but those were noted to be challenging as the patient was highly sensitized and had previously undergone a hmii pump exchange for thrombosis in 2019. The data logger was set every 1 hour starting (B)(6) 2025 17:47 to (B)(6) 2025 14:46. MFR#2916596-2018-05674 (pump exchange in 2019).